Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Manufacturer narrative:
(B)(4). A review of complaint history, instructions for use (IFU), and quality control were conducted during the investigation. Per information supplied by the customer, no product will be returned. This product is shipped with an instructions for use, which states warnings, precautions and instructions for use. There is no evidence to suggest that the product was not manufactured to specifications. Quality engineering risk assessment was used to assess the risk of this complaint. Per the conclusion, no further risk reduction is required. We are inconclusive as to why this failure mode occurred. The appropriate internal personnel have been notified and will continue to monitor for similar complaints.

Event description:
During placement, the outer layer of the catheter is coming off ("delaminating"). A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During placement, the other layer of the catheter is coming off ("delaminating"). The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.